Event description:
The lead was returned to the manufacturer after being explanted. Follow-up is in progress to determine why the lead was explanted,h owever no additional information has been received. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.

Event description:
The lead was returned to the manufacturer after being explanted due to an infection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed a breach of the outer insulation due to environmental stress cracking (esc). Cosmetic esc was also noted on the outer insulation and there was blood (not obstructed) on the proximal conductor. Concomitant products: 6947 implantable tachy lead (B)(6) 2007. (B)(4).